Event description:
Boston scientific received information that the patient with this device was being seen in the hospital during which time it was noted that the device was pacing at the maximum tracking rate. Boston scientific technical services suggested the device's rate response feature be programmed to off. After this was done, the patient's rate recovered. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.